Event description:
It was reported the patient¿s healthcare provider wanted to do an MRI of the patient¿s right hip for reasons unrelated to therapy, and the implantable neurostimulator (ins) was located in the right buttock. It was stated the patient had 3 out of 4 leads break within the last two years prior to report. It was noted the ins therapy was ¿minimal function and about 10% working.¿ reportedly, only one lead was working at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v517681, implanted: 2010-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).